Event description:
It was reported that there was a discrepancy between the ventricular capture management threshold readings and the in-office strength duration test threshold readings from the implantable pulse generator (ipg). Manual capture management tests were unable to run due to what the programmer labeled as noise reversion. The clinician saw no oversensing or premature ventricular contractions. Capture management was seeing was seeing the evoked response and reporting inaccurate thresholds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Capture management is still in the acute phase. The device was implanted 13 days prior. (B)(4).